Manufacturer narrative:
Unit was able to access the status screen and then return to the homescreen. No frozen screen noted. The time advanced properly during testing. Unit had intermittent button response on down arrow button due to corroded keypad traces. Unit had cracked display window, cracked case at display window corner, cracked belt clip slot and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had display anomaly and keypad anomaly. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.